Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no display on the system controller, serial number: (B)(6), could not be confirmed. The system controller event log file was reviewed, and timestamps span approximately 4 hours (05:42:49 to 09:56:23 on 19jun2025). There was no information that indicates the display was not working properly found within this log file. The pump maintained a speed within the expected range throughout the log file. Additional information stated that the cause of nothing being on the system controller screen was not identified, and no equipment will be returned for analysis. The root cause of the system controller display not functioning could not be conclusively determined. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A cause of the red heart alarms was not able to be identified. A cause of nothing being seen on the controller screen was not able to be identified. No equipment was exchanged. It was thought that the patient was unresponsive due to cardiac arrest. The patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive in their room with an active red heart alarm but nothing on the screen. An audible alarm was heard over the phone during a call with the ventricular assist device (vad) coordinator. The patient was brought to the hospital and log files were submitted for review. The vad coordinator stated that there were no alarms noted at 0411 which was when the audible alarms were heard. Review of the log files by technical services noted that the event log file captured low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute during the events. The log file also contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was dynamic and elevated. The low flow readings did not appear to be the result of any external equipment malfunction.